Event description:
It was reported by an aci sales professional that a (B) (6) female pt underwent a diagnostic heart catheterization procedure (B) (6) 2010. Access was obtained via a 5fr sheath. A groin shot was taken and the physician reported possible mild atheroma at the site. No anticoagulants were used peri-procedure, but pt was on aspirin therapy. Post procedure, the physician trained to the use the mynx, chose the device for femoral arterial closure. The closure went well and hemostasis was achieved. About 3 hours post procedure, the pt complained of pain in the right leg and foot. Diminished distal pulses were noted and the pt was referred to the vascular surgeon. The pt was diagnosed with an occluded right popliteal artery. An emergent right distal popliteal embolectomy and repair of the popliteal artery were performed. The foreign substance removed was described as a "one inch cylindrical plug of soft spongy material." The substance was not sent to pathology. It was reported that the pt tolerated the surgery well, was hospitalized for 6 days and discharged to rehabilitation without further complications.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the cause of the reported occlusion may have been caused by what is believed to be a sealant misdeployment. However, without source documents of the material to perform chemical analysis of the composition, this could not be confirmed. In addition, it was reported that hemostasis was achieved successfully. Therefore, there is no evidence to suggest that the mynx device did not meet specifications or perform as intended per instructions for use. It was also reported that a femoral angiogram taken prior to mynx deployment documented mild atheroma at the site. It is possible that the atheroma may have blocked the physician from properly abutting the balloon to the artery. Per the IFU, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of the lot release testing and a documentation review by the quality department.